Event description:
A healthcare facility in the netherlands reported, via a fisher & paykel healthcare (f&p) field representative, that a covid-19 positive patient with increasing dyspnoea and dependence on oxygen, desaturated to 82% spo2 whilst using a pt101 airvo 2 humidifier set to 30l flow and 50% fio2 and an opt944 optiflow + adult nasal cannula. It was further reported that that tubing of the opt944 optiflow + adult nasal cannula was found broken. The nurses replaced the cannula, increased the pt101 airvo 2 humidifier settings to the maximum levels of 60l flow and 100% fio2 to and the patient recovered. There were no further patient consequences.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned opt944 optiflow + adult nasal cannula revealed that the tubing was stretched and pulled apart. Conclusion: we are unable to determine the cause of the reported damage. However, the damage observed was likely caused by the tubing being pulled. It should be noted that the patient was covid-19 positive. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt944 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety." - "this product is intended to be used for a maximum of 14 days."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the complaint opt944 optiflow + adult nasal cannula. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, a patient incident whilst using an opt944 optiflow + adult nasal cannula. It was further reported that tubing of the opt944 optiflow + adult nasal cannula was broken. The nurses replaced the cannula and the patient recovered. There were no further reported patient consequences.